Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: patient presented with pain in neck and lower back, numbness in both hands and left foot, shooting pain down left leg, and stinging pain in right toes. Patient reported slipping and falling at work in (B)(6) 2004 and claims to never have had back/neck problems before the fall. On (B)(6) 2007: patient presented with low back pain, left leg tingling, numbness, and pain. MRI from (B)(6) 2005 was reviewed and shows a very mild disk bulge at l4-5 and l5-s1, without any significant cord or nerve root compression. Patient assessment was chronic low back pain and left leg radiculopathy, likely s1 distribution. On (B)(6) 2007: patient presented with a history of left leg radiculopathy and underwent an MRI of the lumbar spine. Studies showed, ¿at l4-5, where there is generalized disk bulge and bilateral facet hypertrophy, creating bilateral foraminal stenosis and mild central spinal stenosis.¿ on (B)(6) 2007: patient presented with left leg pain, lower back pain, and chronic neck pain. Patient complains of more pain in the bilateral thighs and the bilateral anterior knee regions. Physical examination shows he has a straight leg raise provocative of buttock pain. MRI from (B)(6) 2007 was read and showed, ¿at l4-5, he does have a diffuse disk bulge, which causes some narrowing of the left l4 foramina. The right l4 foramina are fairly patent. Minimal degenerative changes are seen. Patient assessment is chronic low back pain, left leg radiculopathy, and left l4 foraminal stenosis. On (B)(6) 2007:patient presented with left leg severe pain and radiculopathy and underwent a left l4 transforaminal epidural injection. Procedure was performed without complication. On (B)(6) 2007: patient presented with significantly improved left lower extremity pain and persistent low back pain. Patient¿s assessment is chronic persistent low back pain and improved left l4 radiculopathy with l4 foraminal stenosis. Patient is offered 2nd epidural injection and consents. On (B)(6) 2007: patient presented with left leg severe pain and radiculopathy and underwent a left l4 transforaminal epidural injection. Procedure was performed without complication. On (B)(6) 2007: patient presented with persistent back pain and no radiating pain since his second l4 transforaminal epidural steroid injection. Assessment is improved left l4 radiculopathy and chronic persistent back pain. Patient is offered 3rd epidural steroid injection and consents. On (B)(6) 2007: patient presented for follow up of left l4 radiculopathy. Epidural injections have helped the leg pain. MRI was reviewed and showed, ¿a diffuse disk bulge at l4-5 primarily at lateral rhesus foraminal protrusion. On (B)(6) 2007: patient presented with lower back pain but epidural injections have helped with the leg pain. Patient is assessed with chronic low back pain. Patient is referred to have a discogram of the lumbar spine. On (B)(6) 2007: patient presented for lumbar CT scan without contrast. Studies indicated, ¿mild multilevel degenerative spondylosis and spondyloarthropathy, mild central canal stenosis at the l4-5 level, bilateral foraminal narrowing at l3-4 and l4-5, a grade v annular tear involving the left posterolateral aspect of the annulus at the l3-4 level, a grade v annular tear involving at least a third of the posterior annulus at the l4-5 level with a small amount of extra annular leakage of contrast in the region of the foramina bilaterally, and mild levoscoliotic curvature of the lumbar spine with no evidence for subluxation. ¿ on (B)(6) 2007: patient presented for follow up examination due to chronic low back pain. X-rays taken show there is no significant scoliosis present. The disc spaces are fairly well preserved. The patient does have some anterior osteophyte formation primarily at l1-2 and l2-3 anteriorly. Discogram results showed concordant paint at a 10/10 at the l4-5 level and no pain at the l3-4 and l5-s1 level. The patient had an annular tear and an abnormal nuclear gram at l4-5. (Pt.) Had an abnormal nuclear gram at l5-s1 and some fissuring and some leakage for dye at the l3-4 level. On (B)(6) 2007: patient presented with chronic back pain, l4-5degenerative disk disease, and left leg radiculopathy. Patient underwent a minimally invasive left sided transforaminal lumbar interbody decompression and fusion at l4-5 using rhbmp-2/acs. Surgeon noted the enormous amount of epidural vascular, which encased the nerve root as well as lying directly over the l4-l5 disk space. It was enormously dilated and confluent venous leash that surgeon ultimately had to bovie. Procedure was completed without complication. On (B)(6) 2007: patient presented for one week post op examination with extreme pain right side of hip and leg. No signs of infection. CT scans were reviewed and showed, ¿the screws are in a very good position. No encroachment into the canal is seen. A lot of bone graft is seen in the inner body space. No displacement, bone graft, or significant stenosis is seen on the right side. There is a small bony spur protruding from the superior left l5 facet medially. There is congenital narrowing of the lumbar spinal canal with moderate overall central canal stenosis at l4-5 and bilateral inferior l4 neuroforaminal narrowing. Disk herniation cannot be completely excluded. Mild overall central canal stenosis l3-4.¿ diagnosed with new onset of right leg radiculitis. Right l4 transforaminal epidural injection was performed. On (B)(6) 2007: patient presented with gradual return of right lower extremity pain. Examination finds incisions well healed. Diagnosed with post op right l4 radiculopathy. On (B)(6) 2008: patient presented with left buttock and left leg pain. X-rays taken of the lumbar spine show ¿nice interbody bone graft, and screw are in unchanged position.¿ patient was diagnosed with left leg radiculitis. On (B)(6) 2008: patient presented with left lumbar radiculopathy and underwent a left l4 transforaminal epidural steroid injection. Procedure was performed without complication. On (B)(6) 2008: patient presented with lower extremity pain and persistent right anterior thigh pain that is constant and an electrical sensation intermittently to the middle toes of the right foot, and constant low back pain. Examination found patient was minimally tender to palpation in the lumbosacral region. X-rays taken of the lumbosacral spine showed, ¿increased consolidation at the l4-5 disk space with disk height maintained and hardware in good position and alignment with no evidence of failure.¿ on (B)(6) 2008: patient was evaluated by physical therapy clinic. Exam showed, ¿decreased range of motion, pain, tone, and decreased strength.¿ on (B)(6) 2008: patient presented with low back pain and pain down by the sacrum. Examination found incisions to be well healed. Patient has minimal tenderness to palpation over the actual hardware itself, but does have exquisite tenderness to palpation over the inferior aspect of the sacrum/coccygeal area. Patient was diagnosed with coccydynia and a coccygeal injection was performed. Procedure was performed without complication. On (B)(6) 2008: patient presented with chronic low back pain and residual pain over the left lower lumbar area and into the buttock. Patient assessment is chronic low back pain with improved symptomatology, status post l4-l4 fusion, history of coccydynia, and depression w/ improved symptomatology. On (B)(6) 2008: patient presented 6 months post-op of an l4-l5 minimally invasive tlif complaining of lower back pain. Patient claimed to be doing a lot of heavy lifting at work. Examination found incisions to be well healed. X-rays taken show good placement of instrumentation, no loosening is seen. On (B)(6) 2010: patient presented with back pain and l3-4 degenerative disk disease and radiculopathy. Patient underwent a procedure to remove l4-l5 segmental hardware, l3-4 lumbar laminectomy and foraminotomies bilaterally, l3-4 inter-transverse fusion with local bone and bone graft extender, l3-5 instrumentation with pedicular fixation, and emg nerve conduction velocity studies during screw insertion of 3 levels, 6 nerves tested. Procedure was performed without complication. On (B)(6) 2011: md released statement diagnosing patient with chronic neck pain, cervical spondylosis, and chronic low back pain. On (B)(6) 2012: md released statement, ¿initially¿. Believes that this (pt.) Developed an adjacent segment degeneration with instability at l3-4 and anticipated merely extending his l4-5 fusion to the l3-4 level. At the time of surgery, it was found that l4-5 fusion was not solid enough to ensure that the lack of hardware would be appropriate in that (pt.)could develop a stress fracture through a very minimal fusion mass. (Surgeon) believes the patient had a nonunion at that level and also included the extension of fusion, along with re-grafting at the l4-5 level. ... Do not believe that *patient* ever completely healed his l4-5 fusion, and I do believe that the l3-4 level degenerated because of the additional stiffness at the l4-5 segment placed upon the l3-4 level. This is commonly known as adjacent segment degeneration, and is very often a side effect of a lumbar spinal fusion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.